Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) experienced muscle stimulation during right atrial (ra) automatic threshold tests on a competitor lead. It was noted that some tests were unable to complete due to evoked response noise. Ra pacing output was programmed to a fixed value and the issue resolved. Decreased intrinsic amplitude and increased pacing thresholds resulting in loss of capture (loc) were also observed on the patient's left ventricular (lv) lead causing the patient to report increased shortness of breath. Lv output was increased but noted to cause muscle stimulation in some configurations. A chest x-ray was performed and found unremarkable. Boston scientific technical services (ts) provided suggestions for further system evaluation. No adverse patient effects were reported. This system remains in service.